Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. The patient's ICD was re-paired via bluetooth in clinic to resolve the issue. There were no patient consequences.